Event description:
It was reported on (B)(6) 20252025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was 256 seconds. The patient's left atrial pressure was 18mmhg. Heparin was administered. During the procedure the occluder was partially re-captured twice. The occluder was implanted. The following day the patient presented with chest pain. A localized pericardial effusion was discovered in the pericardium. The effusion developed into a cardiac tamponade. A pericardiocentesis was performed. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and per event details, the cause of the reported pericardial effusion lead to cardiac tamponade could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances, as pericardiocentesis was performed.

Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was inferior and mid. The patient's activated clotting time (act) level was 256 seconds. The patient's left atrial pressure was 18mmhg. Heparin was administered. During the procedure the occluder was partially re-captured twice. The occluder was implanted. The following day the patient presented with chest pain. A localized pericardial effusion was discovered in the pericardium. The effusion developed into a cardiac tamponade. A pericardiocentesis was performed. The patient status was stable.